Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the returned device (if available), photographs, videos, event description, and any additional field input arthrex has determined the most likely cause. The most likely cause is attributed to the most likely cause of the reported failure is attributed to user-related factors, specifically excessive force being applied during the firing of the needle. Dfu-0392-sub-eo includes warnings to help avoid needle breakage and potential patient injury, including precautions regarding the application of excessive force during needle firing.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, an FDA medsun notification was received via email. A facility representative reported that an ar-12990n knee scorpion needle was loaded, and upon deployment by the surgeon, it did not deploy as intended. After removal, it was discovered that the needle had broken off inside the channel of the instrument passer. The needle did not enter the patient, and the broken piece was retrieved. This was discovered during a procedure in (B)(6) of 2025.

Manufacturer narrative:
Additional information: b3, b5, g3, h6.

Event description:
Additional information was received on (B)(6) 2025: this was discovered during a left knee arthroscopy, medial meniscus root repair, and right knee cortisone injection procedure on 18-sep-2025. The surgery was not delayed, and no additional anesthesia was administered.